Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of procedure. According to the complainant, the resolution clip was advanced down the scope and positioned at the clipping site. The clip was advanced from the sheath and the clip jaws were opened. However, at this time, it was noticed that the distal end of the clipping device was damaged. The metal inner wire of the device was bent at the junction to the clip. The clip was not deployed off of the catheter. The entire clipping device was removed from the patient. The account reported that no resistance was felt as the clip was advanced down the scope and no visible damage was present to the device prior to inserting it into the scope. A second resolution clip was able to be used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown type of procedure. According to the complainant, the resolution clip was advanced down the scope and positioned at the clipping site. The clip was advanced from the sheath and the clip jaws were opened. However, at this time, it was noticed that the distal end of the clipping device was damaged. The metal inner wire of the device was bent at the junction to the clip. The clip was not deployed off of the catheter. The entire clipping device was removed from the patient. The account reported that no resistance was felt as the clip was advanced down the scope and no visible damage was present to the device prior to inserting it into the scope. A second resolution clip was able to be used to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned resolution clip device was inspected when received. Upon investigation, it was noted that there was a kink near the handle. The clip assembly was detached from the bushing, but still attached to the control wire via the yoke and tension breaker. The over sheath was removed from the device and was not returned. The clip assembly was found to be in good condition. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context.